Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2012. During the procedure, the motor drive unit power stopped working. The lights remained on and the unit had sound, but it would not power the disposable. Another like device was used with no adverse patient consequences.

Manufacturer narrative:
Date sent to the FDA: 09/06/2012. (B)(4). Device code: (B)(4)- unable to activate disposable. Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. Conclusion: the actual device involved in this event was returned for evaluation. The device operated as intended during evaluation. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.